Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 17406262lhas been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Methods: no testing methods performed (B)(4). Results: no results available since no evaluation performed (B)(4). Conclusion: device not returned (B)(4). (B)(4).

Event description:
It was reported that a patient underwent a procedure with a smart touch unidirectional sf catheter. The patient recovered sinus rhythm. A few minutes later during the procedure, there were two errors that appeared on the carto system which were electrode of the EKG disconnected and incorrect force. The signal issues were present on all the channels and the physician did not have any ECG signal available to monitor the patient's heart rhythm. The catheter was changed and this resolved the issues. The procedure was completed with no patient consequence. The "incorrect force" error message was assessed as not reportable as this issue is highly detectable. The potential risk that this issue could cause or contribute to a death or serious deterioration in the patient's state of health was remote. The signal issue was assessed as a reportable malfunction as the lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening.

Manufacturer narrative:
Originally, we reported that the device in the 3500a initial report was not approved by the FDA. However, biosense webster inc. Considered it a similar device and was reporting the event. This supplemental is a correction as the product was FDA approved. Therefore, please see the correction in common device name. FDA product code, common device name, PMA/510(k) # and UDI#. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/17/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a procedure with a smart touch unidirectional sf catheter. The patient recovered sinus rhythm. A few minutes later during the procedure, there were two errors that appeared on the carto system which were electrode of the EKG disconnected and incorrect force. The signal issues were present on all the channels and the physician did not have any ECG signal available to monitor the patient¿s heart rhythm. The catheter was changed and this resolved the issues. The procedure was completed with no patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for sensor, carto3 functionality. The catheter failed during the carto3 test as error 105 was displayed. Then, electrical resistance and thermocouple test were performed and the catheter failed; current leakage was observed on all electrodes. Further examination revealed that catheter electrical and sensors pc boards were covered by white and green material which appeared as corrosion causing the electrical and magnetic malfunctions. An irrigation test was performed to detect any catheter leakage, however no issue was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on the analysis findings, the corrosion found in the sensor and electrical pc boards are related with the noise and magnetic issues; however the root cause of corrosion cannot be determined. However, it does not appear to be related with the biosense webster, inc. Manufacturing process.